Event description:
As reported, the balloon of a 6f¿7f mynx control vascular closure device (vcd) ruptured when it became caught in calcium during the procedure, rendering the device unavailable. Manual compression was performed for 20 minutes to achieve hemostasis. There was no reported patient injury. The balloon lost pressure after being pulled to the arteriotomy. The device had been prepared and used according to the instructions for use (IFU). No damages were found on the device or packaging prior to opening. The physician was certified and experienced with the device. The procedure used a retrograde approach. The femoral artery was confirmed suitable by angiography, including a vascular sheath introducer insertion angle of approximately 30¿45 degrees. The vessel diameter was verified to be greater than 5mm. There was no nearby stent and no stenosis greater than 50% at the puncture site. There was no pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm prior to use. There was no prior percutaneous transluminal angioplasty (pta), stent, or vascular graft in the common femoral artery or vein. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the balloon of a 6f/7f mynx control vascular closure device (vcd) ruptured when it became caught in calcium during the procedure, rendering the device unavailable. Manual compression was performed for 20 minutes to achieve hemostasis. There was no reported patient injury. The balloon lost pressure after being pulled to the arteriotomy. The device had been prepared and used according to the instructions for use (IFU). No damages were found on the device or packaging prior to opening. The physician was certified and experienced with the device. The procedure used a retrograde approach. The femoral artery was confirmed suitable by angiography, including a vascular sheath introducer insertion angle of approximately 30¿45 degrees. The vessel diameter was verified to be greater than 5mm. There was no nearby stent and no stenosis greater than 50% at the puncture site. There was no pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm prior to use. There was no prior percutaneous transluminal angioplasty (pta), stent, or vascular graft in the common femoral artery or vein. One non-sterile 6f/7f mynx control vascular closure device was returned for investigation. Visual inspection of the device showed that button 1 was not depressed and button 2 was not depressed. The stopcock was found open. No syringe was returned for this evaluation. The sealant was present in its manufactured position, fully covered by the sealant sleeves. Regarding the condition of the sealant sleeves, no abnormal conditions were observed. The catheter sheath introducer (csi) was not returned for this evaluation. The balloon was noted to be deflated, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. The balloon was evaluated during an inflation/deflation functional analysis; however, loss of pressure was observed during inflation, consistent with the reported event. A high-magnification microscopic evaluation was performed to assess the balloon. During this analysis, the presence of a micro tear in the balloon was observed. The reported event of ¿balloon-balloon loss of pressure¿ was observed through analysis of the returned device. However, the exact cause of the micro tear found could not be conclusively determined during product evaluation. Based on the information available for review and product analysis, access site vessel characteristics most likely contributed to the loss of pressure experienced as it was reported that the balloon ruptured when it became caught in calcium. According to the instructions for use (IFU), it states, ¿the safety and effectiveness of the mynx control vcd have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via femoral arteriogram prior to using the mynx control vcd: common femoral artery single wall puncture. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.